Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device was exhibiting false low oxygen flow alarms. The device's oxygen blending module inlet adaptor was replaced and the device's software was reloaded to address the issue.